Event description:
In july, 1982 this patient had placed bilateral low profile implants. Within one year the patient developed intermittent hives and received prozac and hydroxzine. In 1986 she developed sever fatigue resulting eventually in receiving full disability. She has short term memory loss with myalgias of the upper neck, shoulder and back. She has occassional achiness of the joints. The patient had a bilateral perirothetic capsulectomy with removal of the implants. Both implants were very sticky and appeared ruptured. Three small ruptures in the shell were seen on the right side and one small rupture in the left shell. There was a sticky silicone residue on the outside of the implant.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.